Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had refrigerator door hardware failure. A field service engineer (fse) discovered that the network cable and ethernet cable connecting the helmer refrigerator to the device were in incorrect ports. The cables were corrected, and hardware was tested via the hardware test application. All bins opened and closed successfully. The fse also found a pended medication which was unable to unload from the device. The fse logged into the server, unpended the medication in the device management tab and successfully verified that the bin was empty. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door hardware failed, and the rss status showed online for the es station. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.